Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was entering sleep mode. The field service engineer (fse) accessed system settings and updated hibernation value to zero, then executed power command to disable sleep mode. Monitored the station for 30 minutes, confirming it did not power off or time out, restoring stable operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device froze on a black screen following the upgrade to v1.11 and did not respond to touch or keystrokes. After a complete shutdown using the power button, the device returned to normal functionality. However, there were no delays or adverse events or injuries reported based on this event.